Manufacturer narrative:
Sections d4, h4: corrected data. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to sepsis and cardiac arrest, as well as the associated adverse events, could not be conclusively determined through this evaluation. A direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. In addition, the report of low flow alarms could not be confirmed as no log files were submitted for evaluation. A specific cause for the reported alarms could not be conclusively determined through this evaluation; however, it was reported that they were caused by hypotension/hypoperfusion due to sepsis and cardiac arrest. The relevant sections of the device history records for (B)(6), including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU lists sepsis, infection, respiratory failure, and neurologic dysfunction as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. On (B)(6) 2020 the patient arrived to the emergency department from the nursing home with vomiting, altered mental status, and respiratory distress, believed to be related to sepsis due to chronic antibiotic-resistant driveline infection and mycobacterium abscessus. The patient was intubated and tested twice for covid (both tests were negative). Labs showed profound acidosis. The nurse noted that the patient was not ventilating and had no pulse. The pump was alarming with no flow. The patient was coded for 45 minutes. The chronic heart failure attending physician arrived and the patient was transferred to the cardiovascular intensive care unit (cvicu). The patient was recurrently hypotensive. The physician contacted the patient's son and informed him of the patient's status and history. The patient's son agreed that the patient should not undergo further cardiopulmonary resuscitation (CPR), but allowed defibrillation and medications.. While in the ICU, medications and defibrillations were given with no response. The son was contacted again and agreed to halt all resuscitative efforts. The patient's time of death was recorded as 7:54 am. The cause of death was officially sepsis leading to profound hypotension and cardiac arrest. No autopsy was planned. The pump will not be returned. The pump was turned off by the pump coordinator following the patient's death.